Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be charged and subsequently shut off due to insufficient power. The customer's blood glucose (bg) level was 415 (mg/dl) with moderate levels of ketones. A manual injection was delivered to address bg level and water was consumed to address ketones. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and the customer had not attempted to charge the device. The contact stated the customer is confused due to an underlying medical condition. The pump was confirmed to be charging successfully at the time of the report.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, a battery charging issue was identified.